Event description:
Pt revised for loose tibial component at the cement/bone interface.

Manufacturer narrative:
The devices associated with this report were not returned. The cement retained samples were conditioned and tested at an ambient temperature of 23?c. The mix and handling characteristics were typical of a smartset gmv gentamicin bone cement. The setting time meets with final product specifications. All mechanical properties were within specification. The working time and handling characteristic of the cement together with the mechanical properties of the cement are as expected and within specification. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.